Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the side panel of the drawer was rubbing against the pockets, preventing them from popping open completely. A field service engineer used a flat-head screwdriver, the side panel was gently pried to create additional space. As a result, the pocket began to open correctly. The customer performed an inventory check to confirm proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es mini pocket could not be recovered and would not push out. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.